Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been feeling a burning sensation around their spine, around where the leads were implanted. When using the antenna and the programmer they saw that it was not synchronizing with the ins. The programmer screen was on and turned off. The patient decreased the intensity of the therapy and would turn it off to not feel the burning. The patient was okay now but with no therapy. The antenna was never wet or kept at high temperature. The patient had a previous history of lead dislodgement and thought that it may be the same issue. The patient was advised to see their doctor and was sent another antenna in the meantime. The issue was considered resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred du ring normal use. Refer to MFR report # 2182207-2020-00020 for the report submitted for the historical lead dislodgement.